Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose level went to 2.2 mmol/l and the patient felt lethargic and "not well". The patient indicated that they checked their blood glucose level around noon and the pump advised a bolus of 21.45 units for 79g of carbs and a bg of 9.4 mmol/l. The patient reportedly took this as a combo bolus over 0.5 hours. Several hours later, the patient's blood glucose level reportedly dropped to 2.2 mmol/l. The patient was going to eat some carbohydrates and wanted to bolus. The patient input their blood glucose level and the pump recommended 14.85 units. The patient did not believe this was correct. The patient ate 39g of carbs and rechecked and their blood glucose level rose to 6.7 mmol/l. The patient's settings (I:c ratio, insulin sensitivity factor, bg target) were reportedly adjusted two days prior by their hcp. The patient indicated that they have been experiencing low blood glucose values since this time. This report is being made based on the allegation that the patient experienced low blood glucose values.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up # 1 submitted on (B)(4) 2013: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. The pump passed a 29 hour flow test and was found to be delivering within the specification. Unable to duplicate the complaint during the investigation process. Pump powers on with vibratory and audible sounds. Only typical usage alarms and warnings were observed in the black box and alarm history, there was no activity related to this complaint. Successfully performed a normal 10 unit bolus and a 10 unit audio bolus. Both were accurately recorded in the pump history. The pump correctly calculated the 10.0 unit bolus.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.